Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced pulseless electrical activity (pea) arrest. The pump was decommissioned and the patient passed away. The pump operated as expected and the death was not considered to be device or therapy related.

Manufacturer narrative:
Section e2: corrected manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient outcome could not be conclusively determined through this evaluation. Additional information regarding the event was requested from the account; however, nothing has been communicated at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C is currently available. Section 1, introduction," outlines potential adverse events, including cardiac arrhythmia and death, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, "patient care and management," lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.